Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient was readmitted to theatre for a salvage implant due to infection and urethral perforation after the revision of his inflatable prosthesis for malposition performed in june. The inflatable implant was removed and replaced with a malleable in the unaffected corpora. There was no malfunction of the device.